Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the cartridge compartment. Unrelated to the complaint, the keypad was found to peeled off the pump. The contrast button was found to be unresponsive and the button contact was missing. The contrast button has no effect on insulin delivery function. All other keypad buttons responded appropriately. There was contamination found under all of the button contacts. Also unrelated to the complaint, investigation revealed a dim display with discolored text and the audio bolus button was torn. The audio bolus button responded appropriately.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.